Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was able to charge and shock. The device was opened and an internal physical inspection was performed. No discrepancies were observed during the inspection. The cause of the reported issue could not be determined. The customer received a replacement device. The defibrillation electrodes used during the event were not obtained for an evaluation.

Event description:
The customer reported to physio-control that during a patient event, their device would not detect that the patient was connected. Once the reported issue occurred, a backup device was obtained within approximately two minutes. The same electrodes were connected to the backup device and a defibrillation shock was advised and delivered. Paramedics arrived and transported the patient to the hospital. The patient, a (B)(6) old male, is currently in a coma.